Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the returned devices were examined. The articulating surface of the polyethylene inserts showed machining marks, multidirectional scratches, and cutout deformation. The endplates of both devices had evidence of damage on the consistent with impingement. Potential cause the root cause was unable to be determined. It is possible that the implant is over-sized for the disc space, the device was not centered when placed, or the incorrect implant height was chosen for this patient. DHR review the DHR was reviewed and no manufacturing-related issues were identified. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed due to the patient developing new radicular pain in her arm 8 months post mobi-c implant. This is report one of two for this event.

Manufacturer narrative:
Corrected information in d4: lot number and UDI number. Additional information in d4: expiration date. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a revision surgery was performed due to the patient developing new radicular pain in her arm 8 months post mobi-c implant. This is report one of two for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3004788213-2021-00036.

Event description:
It was reported that a revision surgery was performed due to the patient developing new radicular pain in her arm 8 months post mobi-c implant. This is report one of two for this event.